Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital affiliated to (B)(6) university.

Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending (lad) artery. After lesion preparation using a balloon, a dissection in the diagonal branch was noted. A promus premier drug-eluting stent was advanced to treat the dissection. After stent delivery to the diagonal branch, various methods were performed in attempts to withdrawal the stent balloon, unsuccessfully. The patient experienced slow blood flow and no reflow. After rescue, an intra-aortic balloon pump (iabp) was applied and surgical intervention was performed to open the chest and remove the device and guidewire. The patient was placed on extracorporeal membrane oxygenation (ECMO). Twelve days later, the patient died after ECMO withdrawal.

Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending (lad) artery. After lesion preparation using a balloon, a dissection in the diagonal branch was noted. A promus premier drug-eluting stent was advanced to treat the dissection. After stent delivery to the diagonal branch, various methods were performed in attempts to withdrawal the stent balloon, unsuccessfully. The patient experienced slow blood flow and no reflow. After rescue, an intra-aortic balloon pump (iabp) was applied and surgical intervention was performed to open the chest and remove the device and guidewire. The patient was placed on extracorporeal membrane oxygenation (ECMO). Twelve days later, the patient died after ECMO withdrawal.

Manufacturer narrative:
Updated aware date. E1 initial reporter facility name: (B)(6) hospital affiliated to (B)(6) medical university.